Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The complaint product was not received for analysis. The reported device malfunction of broken/non-functional was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design related. No information was provided regarding the serial or lot information so manufacturing information could not be reviewed. The broken retroversion handle reported was likely the result of impacting the strike surface of the broach handle with the threads of the retroversion handle partially engaged, allowing for the applied force to be transmitted to the threaded tip of the device, leading to ultimate failure. However, this cannot be confirmed because the component was not returned for evaluation. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any design issues, nor did it lead to patient impact. An investigation was conducted; the broken retroversion handle reported was likely the result of impacting the strike surface of the broach handle with the threads of the retroversion handle partially engaged, allowing for the applied force to be transmitted to the threaded tip of the device, leading to ultimate failure. However, this cannot be confirmed because the component was not returned for evaluation. Additional information- shoulder revision surgery due to a greater tuberosity fracture captured in MFR # 1038671-2017-00574.

Event description:
It was reported from the us that during an orthopedic revision surgery, while using the mallet in an upward motion, the retroversion offset handle broke at the point of attachment to the stem inserter. The cement (a competitor) did not fixate superiorly, resulting in the removal of the stem and cement. The surgeon had to remove the stem using the mallet with greater than usual force. Thought the case did result in longer time in the or, it was not the result of the broken handle, but rather due to the cement not properly fixating. There was no report of adverse event to the patient. The report of the broken handle did not cause or contribute to serious injury to the patient. The agency is inactive and no further information was available about this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. This MDR is being rescinded: there was no report of adverse event to the patient. The report of the broken handle did not and would not cause or contribute to serious injury to the patient.

Event description:
It was reported from the us that during an orthopedic revision surgery, while using the mallet in an upward motion, the retroversion offset handle broke at the point of attachment to the stem inserter. The cement (a competitor) did not fixate superiorly, resulting in the removal of the stem and cement. The surgeon had to remove the stem using the mallet with greater than usual force. Thought the case did result in longer time in the or, it was not the result of the broken handle, but rather due to the cement not properly fixating. There was no report of adverse event to the patient. The report of the broken handle did not cause or contribute to serious injury to the patient. The agency is inactive and no further information was available about this event.